Manufacturer narrative:
Conclusions: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility; an accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition radiological imaging confirmed that the electrode migrated partially out of cochlea and, during re-implantation surgery, two to four channels were found to be outside of cochlea. This is a final report.

Event description:
Parents reported in (B)(6) 2019 a sudden loss of hearing with the device but according to the audiologist the data from in situ measurements are indicative of a gradual decline in hearing. Performed x-ray revealed partial migration of the electrode array out of the cochlea. The recipient was re-implanted on march 13, 2019. During reimplantation surgery the surgeon reported that 2-4 channels were extra-cochlear. Also, the device was already found dislocated at explantation and possible trauma leading to dislocation of the implant was alleged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An x-ray was taken and it revealed partial displacement of electrodes out of the cochlea. The recipient has been re-implanted.